Event description:
It was reported that during an elbow surgery the doctor used the handpiece in a manner not according to specs and the device began overheating. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.